Manufacturer narrative:
The returned precision spectra ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
A report was received that the patients scs device was not covering the pain. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's scs device was not covering the pain. The patient underwent an explant procedure.